Event description:
It was reported that during a routine follow-up, the pacemaker dependent patient complained about worsening heart failure. Loss of capture and low, out of range pacing lead impedance were noted. Due to the age and condition of the patient the lead was capped and the device was replaced with a crt pacemaker. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.